Event description:
The device was used during a laparoscopic adrenalectomy. Reportedly, the balloon ruptured. The surgeon was able to retrieve the pieces and complete the procedure. The hosp has reported no pt injury occurred.